Event description:
It was reported that the insulin cartridge became dislodged from the ilet pump overnight, was pushed back in without rewinding leading to a subsequent low, and then fell out again the next morning, after which the user experienced high blood glucose; education was provided on correctly inserting and locking the cartridge, and the event was categorized as an infusion set or cartridge connection issue with troubleshooting completed. Symptoms included fatigue and malaise during hyperglycemia and weakness during hypoglycemia with a nadir of 39 mg/dl. Outcomes included elevated fingerstick glucose of 486 mg/dl with low ketones, management by the school nurse with subcutaneous insulin injection, hydration, movement, and temporary pump disconnection, without hospitalization. Investigation included customer counseling and procedural review on cartridge insertion and locking. Investigation of this case revealed user handling related to an incorrectly seated or unsecured cartridge leading to inadequate insulin delivery and resultant hyperglycemia. It was concluded, based on established findings for similar reports, that the cause was user technique.